Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On an unspecified date in (B)(6) of 2016 the patient experienced a (B)(6) infection in the lvad pump pocket. The lvad outflow graft was not infected. Intravenous antibiotics, wound irrigation, wound debridement, and negative pressure wound therapy were administered for treatment. On (B)(6) 2016 the patient underwent a heart transplant. The lvad was disposed of at the hospital for the purposes of infection control. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of pump pocket infection could not be conclusively determined. Pocket infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.